Event description:
The facility representative reported an infusion pump that would not turn on during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25 2007. Evaluation summary: the condition of the device not turning of was confirmed during product evaluation duet to depleted batteries. The batteries were replaced due to potential damaged. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.